Event description:
A customer observed a negative hbsag result for a patient sample tested on the vitros eci analyzer. The result did not agree with alternate method testing. Quality control results were within acceptable ranges. The lab did report the vitros results to the patients physician, but there was no allegation of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
An ocd authorized rep received an e-mail from a customer detailing a false negative result on vitros hbsag. The customer sent the e-mail after the product was no longer available for testing and had expired. The customer stated that positive and negative controls were acceptable on the day of the event. The customer states that alternate testing determined the sample was positive for hbv and identified several mutant hbv strains int he sample. Ocd has identified that mutant variations of hbv may produce false negative results. This is detailed in the interpretation of results section of the vitros hbsag instructions for use. Root cause was determined to be sample related.